Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and stent damage was noted. No issues noted with balloon. Stent struts 8 to 22 (counting from the distal end towards the proximal end) were slightly damaged and misshapen. The undamaged section of the crimped stent od(outer diameter) was measured using snap gauge and is within the maximum crimped stent profile. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2016   it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3.2mm, concentric, target lesion, with significant lesion bend of >=90 was located in the mildly calcified right coronary artery (rca). After predilation and crossing the lesion with a guide extension catheter, a 38 x 3.50 promus premier¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3x38mm promus premier¿ des. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.